Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's primary system controller "failed." The patient's brother switched out the system controller to the backup system controller which also did work. The system controller was brought to the emergency room and a new system controller was placed. It was reported that the green light on the system controller was off and there was no audible hum when the patient was admitted. The patient was starting to become lethargic and was slurring speech. The patient's international normalized ratio was 5.0. The patient fully regained to baseline as soon as the new system controller was turned on. The patient's backup system controller was returned and received. No other information was made available.

Manufacturer narrative:
The report of a red heart alarm was confirmed during analysis. The evaluation of the returned system controller revealed damaged printed circuit board components. As a result, the returned system controller did not operate the pump. A review of the device history records revealed that the device met applicable specifications. However, similar events where the same components could be compromised have been identified and as a result a corrective and preventative action (CAPA) was initiated with the hardware and upgraded software version 7.23. The returned system controller was manufactured prior to this software update. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is in reference to the patient's backup system controller. The patient's primary system controller was reported under MFR report # 2916596-2014-02007. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.